Event description:
It was reported that oversensing was noted on this atrial lead during a check before an impending ICD replacement approx. 150 months after the lead implantation. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.